Event description:
Rn's again preparing syringes for ns/heparin flushes using bd 10cc syringes with 20 gauge needles attached. Same glue like, oily substance noted in barrel of syringe and at tip of plunger.